Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 177mg/dl (this was the only result provided in the reported issue notes in the question and answer section). Tests were done <10 mins apart with a difference of >20%. Pt did not experience any adverse events. No further info has been reported.